Manufacturer narrative:
(B)(4). Date sent: 3/2/2026. D4: batch # 299d50. Investigation summary: the product was returned to ees for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ntlc75 device was returned with no apparent damage and with no reload present. The device was tested for functionality with a test reload and it fired, cut, and formed all the staples as intended. The staple line and cut line were complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device was returned without detectable damage and no reload was returned for analysis. As part of ees quality process all devices are manufactured, inspected, and released to approved specifications. Device history review a manufacturing record evaluation was performed for the finished device batch number 299d50, and no non-conformances were identified.

Event description:
It was reported that during a colectomy, the ntlc75 misfired. The procedure was completed successfully and no patient consequences were reported.

Manufacturer narrative:
(B)(4). Date sent: 2/5/2026. D4: batch # 329d32. The device/photo upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information was requested and the following was obtained: did the device lock-out (no staples deployed and no cut line started)? No staplers deployed. Did the device start to deploy staples and cut but could not be completed (partial fire)? Didn¿t staple. Were any staples delivered into the tissue at all? Some. What was the appearance of the deployed staples (b-formed, malformed, goal post/legs straight)? Malformed. Were there staples missing from the staple line (staples not present/visible on any portion of the staple line)? Misfired, malformed. Did the device cut the tissue? If the device cut, was the cut line complete? Didn¿t cut through the entire end. Stuck in between. How was the issue addressed? Used fresh stapler. If yes, how was the issue addressed? Is the current patient status known? Unknown. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? Unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.